Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega needle driver instrument wire was broken. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was suturing when the wire broke, but they did not notice any issues with the functionality of the instrument during the surgical procedure, also no fragment fell inside the patient¿s anatomy. There was no injury to the patient, and they had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe). The following additional information was provided: the wire looked like a grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the idler pulleys. Some bundles of the cables were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.